Event description:
Device analysis found that the main coil was broken off beyond the main junction. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil had broken off beyond the main junction, and the main coil was completely stretched. The delivery wire was bent at 4 and 55 cm from the proximal end. There was dried blood in the introducer sheath. The delivery wire was advanced out of the introducer sheath and blood was observed at the distal end of the delivery wire. The dried blood found in the introducer sheath and delivery wire distal end is indicative that sufficient flush was not maintained throughout the procedure. The gdc detachable coil directions for use (dfu) states that in order to achieve optimal performance of the gdc detachable coil. It is critical that a continuous infusion of appropriate flush solution be maintained between the femoral sheath and guiding catheter, the 2-tip microcatheter and guiding catheters, and the 2-tip microcatheter and boston scientific guidewires and delivery wire. It is probable that insufficient flush resulted in the damages observed during analysis. Therefore a root cause of use/user error has been assigned to this investigation.